Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one tapered screw vent (tsvb10) with crown was returned for investigation. Visual evaluation of the as returned product identified signs of use and stripped hex of the screw. However, fracture was not identified. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 1219380. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1219380) was performed for similar events using keyword category fracture implant, bone loss and 1 other similar complaint was identified for bone loss & fracture implant. Therefore, based on the available information, device malfunction for fracture has not occurred. Additionally, bone loss is also non-verifiable with the information available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
Doctor reported implant fracture with bone loss.